Event description:
Reportable based on device analysis completed on 17-november-2021. It was reported that catheter break occurred. An angiojet ultra pe catheter was used for thrombectomy procedure. When the device was removed from the box, a broken shaft was noted approximately 10cm from the hub. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a 112cm hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: the product return contained an angiojet pe. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The shaft showed multiple kinks, as well as a shaft break 112 cm from the tip. A functional test was performed. The pump was placed into the ultra drive console but the device gave an under pressure error. The devices pressure was not within normal range. The pressure was under 7.000 kpsi. There was a large leak detected at the male connector which caused the device to under-pressure. When an x-ray was performed, it was confirmed that the hypotube was broken at the catheter break, which is consistent with the cause of an underpressure error.